Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -08.50 diopter, in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting and angle closure. The lens was replaced with a shorter lens and the problem was resolved.